Event description:
The patient called in stating that his pn are clogged. They don't prime at all. He does not reuse pen needles. He is injecting 40 units of novalog 2x per day with the corresponding pen.